Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the customer filled the cartridge with less than 120 units. The customer filled a new cartridge with 300 units and successfully loaded cartridge onto the pump. Additionally, it was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. Customer's blood glucose level was 64 mg/dl. Customer was successfully able to resume insulin delivery.